Event description:
Patient had a synthes opal cage implanted on (B)(6) 2011 which was noted to have backed out causing severe pain. On (B)(6) 2011, the hardware had to be revised during a second surgery.

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(6).

Event description:
.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.